Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion 13cm from the terminal pin with no exposed conductors. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The electrical performance was within normal limits.

Event description:
It was reported that this right atrial (ra) lead was explanted due to physical damage to the lead body. A new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to physical damage to the lead body. A new lead was implanted successfully. No additional adverse patient effects were reported.